Event description:
A conclusion of a procedure, the instrument tray used and it's rigid sterilization container were moved to the sterile processing department at which time the hospital discovered that the container was missing the sterilization filters in the bottom of the container as well as the retention plates that hold the filters in place. The filters cover holes in the bottom of the rigid container which allow steam to penetrate the tray and provide a sterile barrier. After review of the situation by the hospital's infection control and risk management, it was determined to be of low risk, and no additional medical medication was given to the patient. No adverse event has been reported at this time.

Manufacturer narrative:
When the instrument set/container was returned to sri/surgical express, inc. For decontamination, sterilization and packaging, there were no bottom filters or retention plates present.

Event description:
A conclusion of a procedure, the instrument tray used and it's rigid sterilization container were moved to the sterile processing department at which time the hospital discovered that the container was missing the sterilization filters in the bottom of the container as well as the retention plates that hold the filters in place. The filters cover holes in the bottom of the rigid container which allow steam to penetrate the tray and provide a sterile barrier. After review of the situation by the hospital's infection control and risk management, it was determined to be of low risk, and no additional medical medication was given to the patient. No adverse event has been reported at this time.

Manufacturer narrative:
When the instrument set/container was returned to sri/surgical express, inc. For decontamination, sterilization and packaging, there were no bottom filters or retention plates present.